Manufacturer narrative:
The processor printer circuit assembly (pca), (part number: 453564489071 with serial number, (B)(6) was returned to philips for failure analysis. The complaint was escalated for technical investigation and the results indicate the processor pca was fully evaluated and tested with no problems found. The pca was inspected and found to be in good visual condition. The processor pca under functional test was placed on the test fixture, and the fixture turned on with the dfm100 therapy knob set to monitor. The unit powered up and normally. Operational check was run and passed. Three manual shocks were successfully delivered within specification, as measured by the test defibrillator/analyzer. Am operational check was run with the therapy knob set to 170joules and a successful operational check was run resulting in a pass. In addition, a black hourglass on the ready for use (rfu) indicator was observed, confirming that the fixture was ready for use. No fault was found with pca. Pca passed all lab testing. The allegation was not verified as the alleged issue was not observed in the error logs, nor did it occur during lab testing. Based on the information available and the testing conducted, this pca was returned with ECG lead failure. This was not verified in lab testing. The processor pca passed all tests and performed as expected.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
This report is based on information provided by philips field service engineer (fse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm defibrillator indicating that the ECG lead test fails. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.